Manufacturer narrative:
No conclusion code available. The reported field events of a backup vvi (bvvi) and loss of telemetry were confirmed in the laboratory and were due to product code corruption. Device was found to reach end of life. Based on all available parameter and usage information, device longevity was found to be within the expected limits. After replacing the device battery, no anomalies were found and further testing could not determine the cause of the original code corruption.

Event description:
It was reported that the patient presented to clinic after receiving device at eri notification. During device interrogation in clinic, there was break in telemetry and the device went into backup vvi mode. The patient was asymptomatic. Physician decided not to perform device download. Device was explanted and replaced without any complications. The patient was in good condition post-procedure.